Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that matrix drawer 1 had failed at the station. A field service engineer attempted to extract the drawer while the pharmacy was attempting to recover it, but this effort was unsuccessful. Subsequently, the engineer accessed the back panel of the auxiliary using the appropriate keys and discovered that the u-link was damaged. After safely powering down the station, the engineer removed the drawer, replaced the u-link, reinserted the drawer, and powered the station back on. The staff was then able to successfully recover the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system's auxiliary drawer 1 failed/jammed while dispensing medication to the patient. The medication that being accessed was 10mg of metoprolol. This incident resulted in a delay of 4 minutes in dispensing medication to the patient, as the nurse had to obtain the medication from another drawer, and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.